Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition in b5 should have stated "reportedly, the suture broken". This info was corrected in b5.

Event description:
The product was used during a lens replacement procedure. Reportedly, the suture broke. No pt injury was reported.